Event description:
The complainant reported that the pt had a prima zi abutment placed, followed by placement of a crown (placement dates unk). Subsequent to the crown placement, the abutment fractured (fracture date unk). There was no indication from the complainant of any adverse effect on the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The abutment was returned with coping screw and crown attached. Visual analysis revealed a fracture at the base of the abutment, and a small portion of the internal lobe connection was detached from the device. Furthermore, there was a vertical opening in the crown where the clinician used a cutting tool to facilitate removal of the restoration from the implant. Fractures of this nature are usually caused by excessive torque used to secure the abutment screw. A torque setting over the recommended 30ncm and/or misalignment during placement can result in fractures toward the base of the zirconia abutment. The root cause of this event is likely attributed to user technique and/or operational context. Product is supplied by keystone dental as a non sterile part, consequently, there is no expiration date noted. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if add'l info is rec'd at a later date. Keystone dental (B)(4).